Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the insulin pump would not exit the rewind/prime loop. The insulin pump's alarm history only showed a low reservoir alarm occurred. The call was dropped before any additional information could be provided.